Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up, episodes of non-sustained ventricular tachyarrhythmias and an episode of non-sustained rv oversensing were observed upon interrogation. Review of the electrograms revealed noise on the rv channel with pacing inhibition. The noise was reproducible with isometric exercises. The lead was explanted and replaced. There were no issues related to the procedure.